Event description:
Called to report problem with new version software (4.0) for ge advantage workstation. States that when bringing over images (CT or MRI), "pushed onto workstation" regions of interest" (roi) and the data (mean and standard deviation) are incorrect. Has reported to MFR who is addressing the problem.